Event description:
Report received of a staff member receiving a "shock" when the device was being unplugged from the electrical wall outlet. It was reported that the health care professional had their left hand on the device and their left foot on top of an electrical power strip that was on the floor. The staff member unplugged the device from the wall outlet with their right hand and reportedly felt a "zap" in their left hand. The health care professional experienced "2 to 3 hours of numbness in their left fingers that extended up to their left elbow." The staff member recovered with full sensation in their left arm and fingers without medical intervention. Though requested, no additional information was available.